Manufacturer narrative:
The insulin pump had multiple history check failed alarm in the alarm history screen. The insulin pump had a history check failed alarm due to corrupted history file. No motor error alarm noted during testing. The insulin pump had a compromised force sensor system alarm during basic occlusion test and was unable to prime during prime test due to protruded and loose drive support disk. The motor was tested outside of the device and passed. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received history check failed alarm, compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was 233 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.